Event description:
On (B)(6) 2012 the reporter, the patient's grandmother, contacted animas to report that for three months the pump had intermittent power and had self-rebooted. On an unspecified date after this issue began, at 1:30 am the patient became unresponsive. The patient's blood glucose level was tested to be greater than 600 mg/dl. The patient's grandmother treated her with insulin and contacted emergency services. The patient was revived, and paramedics monitored the patient for three hours; information about treatment or blood glucose levels was not provided. The patient refused to be transported to the emergency room. The patient noted the pump was powered on at the time of this event. Troubleshooting revealed no damage to the pump casing, battery compartment or battery cap, and the battery cap was secure and tight. The issue was not resolved. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after this pump issue occurred, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 07/06/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated rebooting had occurred. Visual inspection revealed no damage to the battery cap or compartment. The battery cap returned with the pump tightened securely, with no visible yellow o-ring. A rewind, load, and prime sequence was performed with no issues. The pump was exercised for 24 hours with no power issues occurring. There were no battery connection or power circuit defects noted. A 29 hour flow accuracy test was performed with no issues occurring; the pump was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the keypad was torn at the up arrow and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of contamination observed under the contrast keypad button. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.